Event description:
A caller reported a cartridge alarm 20 occurring during the pump's use. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge using the proper technique, allowing the caller to successfully resume insulin therapy, and the issue was resolved.